Manufacturer narrative:
As reported, the patient experienced a hernia recurrence following placement of a ventralight st w/ echo mesh in 2017. Based on the information provided no conclusions can be made. The degree to which the implant used to treat the patient, may be causing, or contributing to the patient¿s alleged postoperative course is unknown. Hernia recurrence is listed as a possible complication in the adverse reactions section of the instructions-for-use, provided with the device. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (16-dec-2025) is considered to be a best estimate based on the date of awareness. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, after the implantation of ventralight st w/ echo mesh on 07-aug-2017, the contact states, "hernia is out worse than it was when it was fixed. I need to have another surgery."